Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01595. It was reported that occlusion within the stent occurred. Vascular access was obtained via jugular vein. The occluded target lesion was located within a previously implanted wallstent in the iliac vein. A 14-4/5.8/75 xxl¿ vascular balloon catheter was advanced and, during the first inflation, the balloon ruptured. Upon removal, some resistance was noted. The shaft of the balloon catheter appeared broken with the distal end of the catheter, still on the guidewire inside the patient. The physician advanced a 10f sheath over the wire and was able to retrieve the device fragment by removing both devices as one unit from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.